Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high and low blood glucose. Customer's blood glucose at time of incidents was unknown mg/dl. The customer was admitted to the hospital. The customer's mother doesn't know the current blood glucose of the patient and unsure of hospitalization due to low or high blood glucose. The customer's mother stated that the pump is still connected to patient. The customer's mother was advised to call back once she has pump to over troubleshooting.